Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the returns expanded evaluation, the evaluation is identified as the rollator's seat pivot bracket was broken.

Event description:
Per territory business manager, seat frame/weld snapped and broke.